Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot and serial number; however, lot number and serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced three infusion set fell off during use event on (B)(6) 2026. The length of infusion set was in use for twelve hours. The patient replace infusion set and resumed insulin delivery successfully.